Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported the cartridge plunger has remained attached to the piston rod of her insulin infusion device 5-6 times with most recent occurrence being last week. She stated she has been able to detach the plunger from the piston rod and there is no apparent damage to her device or piston rod. She said a few units of insulin may have spilled into the cartridge compartment but the cartridges were almost empty when the incidents occurred. The patient stated there is currently no condensation in the compartment. The proper procedure for removing the cartridge was reviewed with the patient. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.